Event description:
It was reported that during a labrum repair surgery the conversion mechanism of a 1.8 knotless fibertak did not work on three different occasions intraoperatively. The surgeon tried to uplift 10 times. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update 23-jun-26: more information was provided that clarifies the failure mechanism: in terms of the issue, anchors went in and held fine. As we were trying to convert the fixed blue suture the shuttle stitch would convert through the anchor however wouldn't bring the repair suture through the mechanism to create the mattress.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.